Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative replaced the cd/dvd drive. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the 9900 system would shut off and lose power. No patient injury was reported.